Event description:
Edwards received information that a 23mm 2900j aortic pericardial valve, implanted approximately nine (9) years, was explanted because of prophylactic purpose. The device was originally implanted for aortic valve replacement to correct aortic regurgitation. The patient underwent total arch replacement to treat enlargement of the aortic arch. No problems with the valve function were confirmed, but the valve was explanted at the same time based on the surgical strategy. A 25mm 11500aj valve was implanted in replacement with no adverse patient events reported. The patient status was reported as 'under treatment'. The device was returned for evaluation. Upon the valve explant, the valve showed no apparent deterioration, but pannus formation was observed at the inflow aspect. Multiple cardiac surgical procedure: ascending aorta replacement at implant. There was no allegation of device malfunction. The doctor commented that the stent post was strongly pulled during the valve explant, which made the shape of the leaflets distorted with a wrinkled appearance.

Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Product evaluation showed moderate host tissue overgrowth, and which restricted leaflet mobility and led to stenosis. Product evaluation also showed thickened and swollen leaflet. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrective data: corrected section: a2.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, d1, d4 (model number, serial number, and expiration date), g4 (PMA/510(k) number), h4, and h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The root cause of this event was most likely due to patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
Edwards received information that a 23mm 3300tfxj aortic pericardial valve, implanted approximately nine (9) years, was explanted because of prophylactic purpose. The device was originally implanted for aortic valve replacement to correct aortic regurgitation. The patient underwent total arch replacement to treat enlargement of the aortic arch. No problems with the valve function were confirmed, but the valve was explanted at the same time based on the surgical strategy. A 25mm 11500aj valve was implanted in replacement with no adverse patient events reported. The patient status was reported as "under treatment". The device was returned for evaluation. Upon the valve explant, the valve showed no apparent deterioration, but pannus formation was observed at the inflow aspect. Multiple cardiac surgical procedure: ascending aorta replacement at implant. There was no allegation of device malfunction. The doctor commented that the stent post was strongly pulled during the valve explant, which made the shape of the leaflets distorted with a wrinkled appearance.